Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. The patient reported that they have had 6 mini-strokes since being implanted. The patient reported they would also pass out. The patient reported that this morning they passed out and put their head through a wall, waking up 20 minutes later. The patient reported they were originally implanted because they "shook real bad," but didn't have any other symptoms until implant. The patient reported that when their healthcare provider (hcp) was programming them after implant, one of the leads didn't work and the patient continued that it had never worked, even after the hcp "changed and changed and changed" the settings. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to (B)(4) harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the patient's dbs is functioning properly. The event occurred during a time when the patient had turned off his dbs. No documentation available to substantiate transient ischemic attack (tia) activity. Syncopal event thought to be returned hypotension. Actions/interventions included discontinuing all blood pressure medications. The event is reported to be resolved.